Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Impella 5.5 was implanted in a 70-year-old male with a history of prior CABG and known cad who presented for high-risk surgery with pccs/lcos. There was concern for lower extremity paralysis, and neurology was consulted for evaluation. The patient was supported with both impella cp and peripheral va ECMO for a period of time. During the course of care, the patient developed gastrointestinal bleeding, hematuria, and required dialysis. The reported events include a peri-procedural adverse event, hematuria, renal failure, peripheral nerve injury, minor bleeding, and the need for an additional device. It is important to note that the use of va ECMO can contribute to these complications, as ECMO support is associated with increased risks of bleeding, renal dysfunction, and neurologic complications due to anticoagulation requirements and systemic effects. Based on the available information, there is no evidence to suggest that device-related factors contributed to the reported adverse events. The adverse events are more consistent with the patient¿s critical illness, complex surgical status, and the use of combined mechanical circulatory support. The patient's care with withdrawn and the patient expired at explant, no further information available.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Minor bleed/peripheral nerve injury/renal failure/hematuria: the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Added selection e as it was omitted from the initial report that was submitted

Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review. No new information was identified that changes the previously submitted device investigation or its conclusions. Medical safety/clinical review: medical safety/clinical reviewed the event. A patient required mechanical circulatory support, and an impella cp (pump 1) was implanted. After approximately 5 days of support, escalation to an impella 5.5 was planned. During impella cp explant via surgical cutdown, clot was noted. The peel-away sheath was still in place which is against recommendations. Following initial vascular repair, distal pulses were absent; repeat repair restored pulses, and the groin was closed. An impella 5.5 (pump 2) was successfully implanted on (B)(6) 2025 and provided support until explant on (B)(6) 2026. On day 1 of impella 5.5 support, urine output was <30 cc/hr with pink-red discoloration (hematuria). Approximately 5 days later, the patient developed renal failure requiring dialysis and continuous renal replacement therapy (crrt) at 100 ml/hr ultrafiltration. On day 27 of impella 5.5 support, the patient developed gastrointestinal bleeding; the contribution of device-related anticoagulation (heparin) to the bleeding event could not be determined. The following day, concern arose for lower extremity paralysis. The patient had previously been supported with both impella cp and peripheral va ECMO concurrently. Neurology consultation was planned, but no further neurologic evaluation details were made available. The patient remained on impella 5.5 support until care was withdrawn. No further information was noted. The event story involves two product complaints. Impella cp pump 1 - MDR 1220648-2026-01487: serious injury. Impella 5.5 pump 2: death. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.